Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011 customer reported a fluid leak, of approximately 5cc of bloody liquid, in the dxh 800 instrument and on the tops of the tubes. Customer found tubing disconnected at the probe wipe and resolved the problem by reconnecting the tube. No onsite service was required as the instrument was running within specifications. No injuries were reported and no erroneous patient results were generated.